Event description:
It was reported that the user experienced bluetooth connectivity issues in which a dexcom g7 sensor showed glucose readings in the dexcom application but the ilet displayed start sensor and did not receive data until the sensor was re-paired, after which readings populated on the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms from the ilet and no impact to blood glucose management. Investigation included customer troubleshooting and education, including verification of sensor status and guided re-pairing of the sensor to the ilet. Investigation of this case revealed that re-establishing the sensor pairing restored data transmission to the ilet. It was concluded that the event was due to a temporary communication and pairing issue between the cgm sensor and the ilet that resolved with re-pairing, with the device functioning as intended after reconnection.